Event description:
(B)(4). Essure has caused gradually over the a couple of years has caused severe acne and scarring, irregular and painful periods, vaginal infections, constant dizziness, constant fatigue and malaise, achy joints. I did not stop a hormonal birth control pills prior to insertion. People say could be aging but who ages that quickly at (B)(6) previously very healthy...